Event description:
The customer reported that the screen faded out. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
There was no ge svc performed. The customer cleared the fault.